Manufacturer narrative:
The device was returned for evaluation. The source of the reported problem was determined to be a faulty integrated circuit chip, ic 13, on the pc board 1622. There have been no other reported failures of this type reported in the last 12 months, this is considered to be an unusual (isolated) event.

Event description:
The ventilator was connected to the pt, the customer reports that the ventilator failed to cycle. There was no pt injury. The upper pressure limit alarm activated.